Event description:
It was reported that the zimmer dermatome was not slicing properly and cutting chunks. At (B)(6) hospital there have been two surgeons who have used the new air dermatome ii. In three cases they have had to take multiple grafts from the pts. Add¿l clinical follow up with the hospital indicated that the surgical time was increased slightly due to the time required for harvesting additional tissue. Increase in time was stated to be minimal and caused no medical intervention. This report is being reported along with 1526350-2012-00236 and 1526350-2012-00238.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 05/04/2012 and has no repair history at zimmer surgical. Inspection of the device determined that the leading edge of the head was nicked. A damaged leading edge of the device could have caused the customer¿s event. Improper handling by the customer most likely caused the damage. The device was serviced and returned to the customer.